Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain via a manufacturer¿s representative (rep). The rep reported that at a scheduled follow up the patient and his wife said that on or about 2018-07-26 that they noticed the ins was moving freely about the pocket and causing pain. The rep reported that when they looked at the battery, they noticed that it was moving around about 2-3 inches. The rep notified the registered nurse (rn) for the healthcare provider (hcp) and had her look. The rep and the rn decided that the patient needed to be seen by the hcp himself to further assess the patient¿s battery and pocket. The patient was going to make a follow up appointment with the hcp. The rep reported that the patient¿s ins was still working and providing relief for his low back and leg pain. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the cause of the implant moving was not determined. No actions had been taken to resolve the issue and no surgery had been scheduled.